Manufacturer narrative:
This device has been returned and is pending testing and evaluation and device history record review.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, several attempts were made to inflate the 135 cm. Palmaz genesis long 59 x 10 transhepatic biliary stent on opta pro .035" delivery system and were unsuccessful. Upon attempt to remove the device, the stent became dislodged from the balloon and was stuck in the right external iliac artery. Several attempts were made to retrieve the stent and move the stent upward to the common iliac artery without success. It was then decided to deploy the stent in the right external iliac.  There was no patient injury. The product was removed from the plastic hoop, and the wire lumen was flushed with heparinized solution. A stopcock was attached to the balloon port.  An inflation device mixed with half saline and half contrast was attached to the stopcock and a negative prep was pulled on the balloon port. The prepped stent was inserted via a 7 fr. Sheath in the right femoral artery (rfa) via retrograde approach. The stent was positioned to the proximal right common iliac. Inflation was attempted but we were unable to deploy the stent. The balloon of the stent would not inflate. The stopcock and inflation device were disconnected. At this point we reattached the stopcock and inflation device, performed another negative prep, and tried to inflate again with no success. The stopcock and inflation device were disconnected. A new inflation device was opened. The new stopcock from the inflation device kit and inflation device were attached to the balloon port and another negative prep was performed. We tried to inflate the balloon again with no success. The inflation device was disconnected and emptied. Full strength contrast was loaded into the inflation device. The inflation device was reattached and again we tried to inflate with no success. The inflation device and stopcock were removed from the balloon port. At this time a 35 cc. Syringe filled with 25 cc. Of full strength contrast was attached to the balloon port and the balloon was attempted to be inflated manually with no success. The syringe was removed from the balloon port. A high pressure and volume inflation device was opened and filled with full strength contrast. The inflator reached 35 atmospheres and still was unable to inflate the balloon.  At this point it was decided to try to remove the un-deployed stent. While trying to remove the stent it became dislodged from the balloon and was stuck in the right external iliac artery. Several attempts were made to retrieve the stent and move the stent upward to the common iliac artery without success. It was then decided to deploy the stent in the right external iliac. Two other 10 x 59 genesis stents with the same lot number were opened and successfully deployed in the right and left common iliac arteries. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion-several attempts were made to inflate the 135 cm. Palmaz genesis long 59 x 10 transhepatic biliary stent on opta pro .035" stent delivery system (sds) and all were unsuccessful. Upon attempt to remove the device, the stent became dislodged from the balloon and was stuck in the right external iliac artery. Several attempts were made to retrieve the stent and move the stent upward to the common iliac artery without success. It was then decided to deploy the stent in the right external iliac.  There was no patient injury. The product was removed from the plastic hoop, and the wire lumen was flushed with heparinized solution. A stopcock was attached to the balloon port.  An inflation device mixed with half saline and half contrast was attached to the stopcock and a negative prep was pulled on the balloon port. The prepped stent was inserted via a 7 fr. Sheath in the right femoral artery (rfa) via retrograde approach. The stent was positioned to the proximal right common iliac. Inflation was attempted but we were unable to deploy the stent. The balloon of the stent would not inflate. The stopcock and inflation device were disconnected. At this point we reattached the stopcock and inflation device, performed another negative prep, and tried to inflate again with no success. The stopcock and inflation device were disconnected. A new inflation device was opened. The new stopcock from the inflation device kit and inflation device were attached to the balloon port and another negative prep was performed. We tried to inflate the balloon again with no success. The inflation device was disconnected and emptied. Full strength contrast was loaded into the inflation device. The inflation device was reattached and again we tried to inflate with no success. The inflation device and stopcock were removed from the balloon port. At this time a 35 cc. Syringe filled with 25 cc. Of full strength contrast was attached to the balloon port and the balloon was attempted to be inflated manually with no success. The syringe was removed from the balloon port. A high pressure and volume inflation device was opened and filled with full strength contrast. The inflator reached 35 atmospheres and still was unable to inflate the balloon.  At this point it was decided to try to remove the un-deployed stent. While trying to remove the stent it became dislodged from the balloon and was stuck in the right external iliac artery. Several attempts were made to retrieve the stent and move the stent upward to the common iliac artery without success. It was then decided to deploy the stent in the right external iliac. Two other 10 x 59 genesis stents with the same lot number were opened and successfully deployed in the right and left common iliac arteries. Additional information was requested, but was unable to be obtained by the affiliate. The product was returned for analysis. A non-sterile long gen / pro 59 x 10 bil 135cm sds was returned. Per visual analysis the balloon was deflated and appeared to have not been inflated. No other anomalies were noted. Per microscopic analysis stent struts marks were noted on the balloon. This indicates that the device complied with the stent crimp process. Per functional analysis the balloon could not be inflated. The device body was cross sectioned close to the proximal balloon seal and it was noted that the inflation lumen was obstructed. A device history record (DHR) review of lot 17387964 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - dislodged - in patient/while pulling back into gc/sheath¿ was confirmed through analysis of the returned device as the stent was not returned with the balloon and yet the balloon had not been inflated. The exact cause of the event could not be determined during analysis. According to the instructions for use ¿caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ the reported ¿balloon - inflation difficulty - unable to inflate¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore a risk assessment and a corrective/preventive action was taken.